Manufacturer narrative:
The clinical application specialist (cas) reviewed the images and calculations and concluded the cornea was not pristine and device was not able to give reproducible measurements. The lens was tilted at time of capture and was not placed or had rotated from intended axis after implantation causing residual cylinder. Rotating the lens back on axis would give a better result. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with residual astigmatism following intraoperative aberrometry assisted cataract surgery with toric intraocular lens implantation (iol). The aberrometer measured the axis differently than the pre-operative measurements and the surgeon used the intraoperative axis measurements. The surgeon is planning for possible iol rotation. Additional information received reported the iol was successfully rotated and repositioned.